Manufacturer narrative:
Date of report : 18jun2019, date rec'd by MFR : 14jun2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The caller reported that the navigation-ring was not working. There was no patient involvement.